Manufacturer narrative:
(B)(4).

Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated when the sensor was inserted, she had bleeding, which she thinks was because the nurse at her assisted living facility applied it too fast. She went to the emergency room (ER) where they administered an unspecified clotting medicine and applied a five pound bag for pressure. She takes plavix and aspirin which could have contributed to the bleeding. At the time of the report she was in good condition. No additional patient or event information is available.